Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery tube. After cleaned battery tube the pump was still blank display. Analysis was unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify low batt alarm due to blank display. The insulin pump had minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a blank display anomaly. The patient's blood glucose at the time of incident was 77 mg/dl. Troubleshooting was initiated for the blank display. The customer confirmed that the insulin pump was not bumped, dropped, or exposed to moisture. The customer also confirmed that the battery cap contacts, battery compartment, and spring did not have any damage, corrosion, or missing components. A new (B)(6) battery was inserted into the insulin pump but the display did not return. The battery cap contact was cleaned and a new (B)(6) battery was inserted again but the display did not return. The insulin pump will be returned for analysis.